Event description:
A pharmacia & upjohn sales rep reported an ophthalmologist who had three pts who developed endophthalmitis associated with implant of the model 912 cee on intraocular lens. This case describes a 61 yr-old man who had a cataract extraction with lens implant of his left eye on 10/13/98. On 10/19/98, he was diagnosed with an endophthalmitis. He was sent to a retinal specialist in which an anterior chamber washout and vitrectomy were done. He had been treated with vancomycin, tobrex, ancef, and rocephin. As of 10/27/98, the endophthalmitis had improved.